Event description:
Philips received a complaint from the customer, reporting a misalignment in the touch position on the v60 ventilator touchscreen. The device was not in clinical use. There was no report of harm or other patient / user impact. The device did not meet specification for intended use and was removed from service. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue during device testing. The pse replaced the touchscreen after the issue could not be resolved by touchscreen calibration. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The pil technician reported the touch screen flex circuit successfully passed all resistance tests. The pil investigation resulted in a no problem found conclusion. H11: d4 - product UDI #.